Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to becoming fractured. Tooth #19.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
An impl tapered scr-v ha 4.7 mm 4.5mm 8mm (tsvwh8) was returned for investigation. Visual inspection of the as returned product identified blood and bone, bone and a fracture at the collar. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #19 and was used for approximately 8 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: contraindications, warnings, changes in performance, adverse effects. DHR review: DHR review was completed for the subject lot number (63743943). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63743943) for similar event and no other complaint was identified. Keywords used: implant: fracture. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction did occur and the reported event was confirmed.